Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was still unknown. Surgery for replacement will be scheduled. The issues was not yet resolved.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient has been scheduled for a lead replacement ps battery on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ttw3, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient was rescheduled for friday (B)(6) 2024 with another implanter. On (B)(6) 2024, they reported that the plan was to initially replace the lead, but during the surgery it was apparent that the patient most likely had been twiddling with the device and the lead was broken inside of the header. They ended up needing to replace the battery as they could not remove the lead fragment from the battery header.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient (pt) said the interstim has not worked well for a couple months and on friday (B)(6) 2024 the pt stopped feeling stimulation. Rep reports she checked impedances today and all unipolar impedances were high and all bipolar impedances were low 50 ohms. Technical services (ts) reviewed it is possible the lead came out of the ins header. Ts recommended x-ray. Caller was not with the pt at time of call to ts.

Manufacturer narrative:
H6: analysis of the ins (s/n: (B)(6)) found that the implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Analysis of the lead (lot#: va2ttw3) revealed that the outer insulation of the lead was twisted. Analysis identified a break in the insulation under the connector at the proximal end of the lead. Analysis identified that the conductor(s) was/were broken in the body of the lead as a result of factors not related to product reliability. Continuation of d10: product ID 978b128, lot# va2ttw3, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.